Event description:
It was reported that the patient turned stim on, and the device went ¿haywire¿ after the manufacturer representative (rep) left from programming. The patient couldn¿t turn stimulation off. It took the patient and the nurse a while to turn stim off. The patient tried again at 9 o¿ clock and went haywire again. It ¿threw him to the floor¿ and when he used the ¿off key¿ the ¿volume¿ went up. After 20 minutes, the rep suggested the patient use the antenna and the patient was able to turn it off. The patient tried it again at midnight and the same thing happened again. The patient called the rep after he had difficulty turning the device off. She saw the patient and reprogrammed the device to program a. The patient noticed he felt stimulation from his coccyx area down when previously he had stimulation from his waist down. The patient had an appointment scheduled with the physician and rep on monday, (B)(6) 2014 and would mention it then. The patient reportedly still had concerns with his device or therapy but was working with the physician or rep. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was getting jolted because they had program one off and programs two and three still on. The patient was doing great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient's first implant was put in too low, so it hit their testicles and created pain. The patient stated is was taken out and moved up higher. Stimulation was hitting the wrong area. It was reported that the patient was programmed with 2 programs at once. It was further reported that when the patient got home from a revision surgery they turned on their implant and it knocked their shoes off. It knocked them to the ground. They stated they moaned/groaned, had muscles contracting, spasms, and pain. The patient's son gave them assistance to resolve the issue since they had difficulty doing it on their own. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the report. They stated the cause of the over stimulation was that two programs were running at the same time. They stated the cause of device being implanted too low and hitting the wrong part was to reach the feet. They stated a manufacturer representative solved the problem and the issue was resolved three years ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the report. They stated the cause of the over stimulation was that two programs were running at the same time. They stated a manufacturer representative solved the problem and the issue was resolved three years ago. No further complications were reported or anticipated.